Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
The patient had been on oral pain medication at the time of the event. There was one motor stall that the representative was aware of. This stall never recovered. The cause of the stall was not determined. They had no heard any complaints from the patient or office.

Event description:
It was reported that a motor stall occurred on (B)(6) 2014 at 20:00 when the patient was watching television. The stall never recovered. It was noted that the patient did hear the pump alarm. The patient woke up at 04:00 the following morning with a mild headache, lower extremity pain and an increased stress level. The patient was seen the same day with a gradual increase in pain, at which time the stall was identified and the pump alarm was silenced. Two days later, the pump was alarming again due to a tube set message. Guidance for how to silence this alarm was provided. On the same date, the pump was programmed to minimum rate. The patient was being supplemented with another form of pain medication. It was noted that the elective replacement indicator (eri) was to occur in 30 months. The pump was replaced and analysis was requested. The device system was used to deliver infumorph. The cause of the event and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the cause of the motor stall was unknown. No additional troubleshooting, interventions, or other actions were taken to mitigate or resolve the event. It was noted that the elective replacement indicator (eri) was approximately 30 months away, but there was thought to be early battery failure. At the time of this report, the patient had recovered without permanent impairment.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft bearing. (B)(4).